Event description:
Customer alleged discrepant blood glucose results of 288 mg/dl, hi (greater than 600 mg/dl), and 141 mg/dl when testing was performed within 5 minute on the compact plus system. Customer reported having no symptoms and did not report any treatment/action based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Customer reportedly received results of 360 mg/dl and 145 mg/dl within 10 minutes on the compact plus system. Test strips have been stored in an air conditioned camper. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.